Event description:
It was reported that the monitor started smoking and filled the pacu with smoke. No pts were in the area where the monitor was located. Monitor was pulled from svc. No pt impact reported.